Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tech states that the lift is lowering under weight and the actuator needs to be replaced.